Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
Additional information was received from the patient. It was reported that the patient used up the battery because he used it all the time. The patient reiterated that it was replaced after a few months, this conflicts with the device registration information which showed that the ins was replaced in 2009. The patient reported that he did not have anything done in 2009.

Event description:
It was reported the patient¿s first implantable neurostimulator (ins) only lasted 4 months and was replaced. No outcome or cause of event was provided; however, additional information has been requested and if received, a follow-up report will be sent.